Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast prosthesis implantation surgery with an unspecified mentor saline implant on one breast and a 400cc mentor smooth round moderate plus profile saline breast implant on the other breast, suffered possible breast implant illness, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The contralateral side has been reported under mrn: 1645337-2022-08288.